Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen was unresponsive. There were no reports of any adverse patient events, no need for medical intervention, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. The probable cause of the customer's complaint is due to a loose connection on the printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.